Event description:
The following was reported "on (B)(6) 2025, I am creating this pi form based on the problem I experienced during mako total hip surgery on (B)(6) 2025. During the carving, the arm was constantly shaking, while the inc-ver values changed quickly and became red, then suddenly became green and did not allow the doctor to carve comfortably. The cup was not in the position it was supposed to be in during the engraving. We did the necessary physical checks and there was no problem, and the carving area and the demonstration areas were correct. The implantation was done manually. Lastly, inc-ver was checked with the robot. (38-4) since the doctor did not find it realistic, it was also checked with surgical result. (34-4) the doctor again did not find the results realistic. At the end of the case, the robot showed it to be 6 mm shorter than the opposite hip, but the doctor said it was equal."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
An event regarding inaccurate reaming involving a mako tha software was reported. The event was not confirmed because the relevant log files and case session files were not provided for inspection. Method & results: -product evaluation and results: the alleged failure mode cannot be determined. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that robot was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode cannot be determined. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.